Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who received essure (batch no. (B)(4)) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient started essure. On (B)(6) 2017, the same day after starting essure, the patient experienced complication of device insertion ("the patient only had unilateral placement"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and clinically significant/intervention required). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (removal of only one micro-insert, because the patient had a unilateral placement). Essure was withdrawn. At the time of the report, the abdominal pain and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain and complication of device insertion with essure. Most recent follow-up information incorporated above includes: on 18-jan-2017: lot number was provided by an other (the inserting) physician after he was contacted: (B)(4). Also company global ptc number added. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, 5 days after unilateral placement of only one coil, experienced abdominal pain that required removal of the coil. Abdominal pain, serious due to hospitalization, is anticipated according to the reference safety information of essure. The information of this case was very limited, in particular no reason was provided for the unilateral placement of essure or for possible complications during the insertion. In addition, no post removal findings were mentioned concerning the specific cause of the abdominal pain. However, as pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-insert cannot be currently excluded (related). The case was classified as incident because of device removal. A product technical analysis and further clinical information have been requested.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure (batch no. E24119) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the patient only had unilateral placement"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (removal of only one micro-insert, because the patient had a unilateral placement). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain and complication of device insertion with essure. Quality-safety evaluation of ptc: UDI number: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the required number of follow-up attempts has been completed with no response to date. Company causality comment. This spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, 5 days after unilateral placement of only one coil, experienced abdominal pain that required removal of the coil. Abdominal pain, serious due to hospitalization, is anticipated according to the reference safety information of essure. The information of this case was very limited, in particular no reason was provided for the unilateral placement of essure or for possible complications during the insertion. In addition, no post removal findings were mentioned concerning the specific cause of the abdominal pain. However, as pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-insert cannot be currently excluded (related). The case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, 5 days after unilateral placement of only one coil, experienced abdominal pain that required removal of the coil. Abdominal pain, serious due to hospitalization, is anticipated according to the reference safety information of essure. The information of this case was very limited, in particular no reason was provided for the unilateral placement of essure or for possible complications during the insertion. In addition, no post removal findings were mentioned concerning the specific cause of the abdominal pain. However, as pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-insert cannot be currently excluded (related). The case was classified as incident since device removal was required. A product technical analysis is expected.